Event description:
It was reported that the patient experienced symptoms of a systemic infection and an echocardiogram revealed vegetation on the lead tips. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.